Manufacturer narrative:
The insulin pump passed the functional test, including self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. All operating currents are within specification. Device received with intermittent button response due to flattened button dome switches (creased). No unlocked lcd keypad connector during visual inspection. Device received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported that buttons were difficult to press. Customer's blood glucose was 573 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. Customer declined troubleshooting for high blood glucose.